Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04341 and 2134265-2016-04340. It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft. A 2.25mm x 15mm emerge¿ balloon catheter was advanced to dilate the vessel; however, on first inflation the balloon ruptured at 10 atmospheres for 149 seconds. A 2.25mmx12mm emerge¿ balloon catheter was then advanced but the balloon ruptured immediately on the first inflation. Subsequently, a 2.25x15mm nc emerge¿ was advanced for dilatation but still, the balloon ruptured on the first inflation at 10 atmospheres for 31 seconds. The devices were completely removed from the patient's body right after it ruptured and the procedure was completed with a different device. No patient complications were reported.